Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot numbers 6152919, 0029129. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one open shelf box with 17 samples inside were received for evaluation by our quality team. The shelf box is labeled with lot# 0029129. All the samples have no packaging blister and have the plastic shield. A visual inspection was performed with a 30x microscope and there was no damage. Additionally, the bevels were good and the etch was good. No defective grind and no hooks were observed. As no damages or defects were observed, further action has not been determined necessary at this time. Another shelf box was received.. The shelf box is labeled with the lot# 6152919. The shelf box is closed with 100 units. Samples are in their sealed packaging blister. Visual inspection was performed with a 30x microscope. There was no damage, bevels were good, etch was good. No defective grind, no hooks were observed. H3 other text : see h.10.

Event description:
It was reported that needle 30x1/2 rb came with mixed lots. The following information was provided by the initial reporter: material no: 305106, batch no: 0029129, 6152919. It was reported that there were mixed lots in the box and needles are not sharp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0029129, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-29, medical device lot #: 6152919, medical device expiration date: 2021-06-30, device manufacture date: 2016-05-31. (B)(4). Investigation summary: a device history record review was performed for provided lot number 29129. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one open shelf box with 17 samples inside were received for evaluation by our quality team. The shelf box is labeled with lot# 0029129. All the samples have no packaging blister and have the plastic shield. A visual inspection was performed with a 30x microscope and there was no damage. Additionally, the bevels were good and the etch was good. No defective grind and no hooks were observed. Another shelf box was received. The shelf box is labeled with the lot# 6152919. The shelf box is closed with 100 units. Samples are in their sealed packaging blister. Visual inspection was performed with a 30x microscope. There was no damage, bevels were good, etch was good. No defective grind, no hooks were observed.. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause is unknown samples received are compliant to specifications. Rationale: as no damages or defects were observed, further action has not been determined necessary at this time.

Event description:
It was reported that needle 30x1/2 rb came with mixed lots. The following information was provided by the initial reporter: material no: 305106 batch no: 0029129, 6152919. It was reported that there were mixed lots in the box and needles are not sharp.